Event description:
Ref original order (B)(4) - the dealer states that this joystick was ordered under the recall in (B)(6), 2014, but never received until (B)(6) 2014. Now the speed is fluccuating and joystick needs to be replaced again.